Manufacturer narrative:
Reporter's phone number: (B)(6). Reporter's name was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an unknown malfunction was confirmed. An assessment was performed on the device and it was found that the control unit was not functioning and was defective. However, a root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power drive device had an unknown malfunction. During in-house engineering it was observed that the control unit was not functioning and was defective. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.